Manufacturer narrative:
Corrected: d1 (brand name), d4 (catalog, serial) added: d3 (manufacturer fax) has been added as this was omitted from the initial mw submitted. Hematoma/major bleed/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 85-year-old female patient presenting in cardiac arrest requiring cardiopulmonary resuscitation (CPR) after a balloon aortic valvuloplasty (bav), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. On arrival to the intensive care unit (ICU), there was access site bleeding and a hematoma. Manual pressure was held. The perclose was attempted to be tightened, but did not resolve the issue. Multiple blood products were given. The activated clotting time (act) was 240 before impella insertion. No anticoagulants were given after the impella was placed. Later in the day, the impella was removed with surgical cutdown and repair to artery. The post-procedure outcome is survived at explant. The impella functioned on auto as intended. High-risk surgeries require intense blood thinners, increasing the risk of active bleeding. Bleeding is also a known risk due to the impella's anticoagulation and purge requirements.